Event description:
It was reported there was a box found in the operating area with a note "did not properly". The rep discovered the instrument was used in a low anterior resection. The surgeon reported the instrument was difficult to fire and took more force than usual. The proximal donut was very incomplete and the distal donut was good. A competitor's purse string device was used as is common practice with this surgeon. The staple line was oversewn. There was no reported consequence to the pt.